Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation of the patient's implantable cardioverter defibrillator, the device exhibited multiple episodes of non-sustained right ventricular oversensing due to unspecified oversensing. Programming changes were made. The patient's condition was stable and no adverse patient consequences were reported.